Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional inforrmation is received.

Event description:
Boston scientific received information that this patient has twiddlers syndrome which resulted in pocket erosion. A revision procedure was performed and this device and associated right ventricular (rv) defibrillation lead were removed from service. No adverse patient effects were reported.